Event description:
It was reported to philips that the wi-fi indicator on the wireless footswitch turned red and fluoroscopy was frequently interrupted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened, and procedure was completed by using the wired footswitch. A philips field service engineer conducted an inspection of the system but was unable to reproduce the problem that the customer had reported. The result of failure analysis could not determine by the supplier part analysis. This problem occurred sporadically. According to the customer's account, the field service engineer replaced the wireless footswitch. After replacing the wireless footswitch, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.